Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump not alarming when there was an insulin flow block. The customer¿s blood glucose at the time of the incident was unknown. The customer states the insulin pump was not exposed to fluid/moisture. Customer also experienced high blood glucose. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. No unexpected insulin flow blocked alarms noted during testing. No vibration during self test due to vibrator motor harness assembly. The device was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.